Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where patient forgot to remove the needle guard from the cannula on (B)(6) 2025. The event resulted in high blood glucose of 400mg/dl. Patient changed infusion set and insulin delivery resumed. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-03701), was submitted on 13-march-2025. Upon receiving additional information, it was discovered that lot number has been changed on 10-may-2025. Additional information - this MDR is being submitted to include the below: d4: lot number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.